Manufacturer narrative:
The customer reported the issue was the low qc (quality control) for ipth lot 369. However, the value for the qc was in range. One patient sample had a discordant low result. The issue was resolved after the customer recalibrated the ipth assay. The qc returned close to the target and the patient result was higher upon repeat. The higher result was reported. The customer continues to process samples for ipth with reagent lot 369. The instrument is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."

Event description:
The customer observed a zero result for a patient sample on the advia centaur xp intact parathyroid hormone (ipth) assay after calibration. The customer stated that the quality control was in range after the calibration. The zero result was not reported. The customer recalibrated on (B)(6) 2017 with a fresh set of calibrators. The quality control was repeated and the values were in range. The patient sample was repeated and the result was higher. The higher result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant ipth result.